Manufacturer narrative:
Subject device implanted.

Event description:
It was reported that the patient suffered a transient ischemic attack (tia) post stent assisted coil embolization of a basilar tip aneurysm. The tia was confirmed by a MRI scan and the symptoms resolved approximately two hours after the MRI. No medical treatment was administered to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specification. The subject device remained implanted; therefore, physical analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. However, ischemia is a known risk associated with endovascular procedures and is listed as such in the direction¿s for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to this event.

Event description:
It was reported that the patient suffered a transient ischemic attack (tia) post stent assisted coil embolization of a basilar tip aneurysm. The tia was confirmed by a MRI scan and the symptoms resolved approximately two hours after the MRI. No medical treatment was administered to the patient.